Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated shorting/low impedance in the battery.

Event description:
It was reported that the patient presented to the hospital after an alarm suddenly went off at midnight. The device was interrogated and it was determined that it had reached end of service (eos). The estimated longevity based on programming was 100 months, however eos was reached after 32 months. Premature battery depletion is suspected. The device was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).